Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer checked the flushing station, cleaned the sample probe, and cleaned the reagent probe pipeline. Quality control results were then acceptable. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of a questionable creatinine result from the cobas 8000 cobas c 701 module. The initial result was 100 umol/l and the repeat result was 50 umol/l.